Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: db-3128-55, serial number: (B)(6), batch/lot number: 5003143, model/catalog description: dbs 2x8 extension 55cm sterile kit, unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient received the elective replacement indicator (eri) message on the remote control. The patient experienced inadequate stimulation causing their preexisting symptoms of parkinson's disease related tremors to increase in their right hand. Attempts to connect and reprogram the ipg were made but were unsuccessful. The patient underwent a revision procedure in which the ipg was replaced, it was also noted that during the procedure that high impedances were noted, the lead extension was also replaced and the impedances resolved. The patient is doing well post operatively.